Event description:
(B)(4). Since the past year I've had these devices inside me I have experienced horribly bad period cramps and excessive bleeding. I've been dealing with migraines non stop, sometimes coming every couple weeks that last for days every month! I've had unexplained stomach cramping and numbness in my arms and legs. Depression has increased. I've been on 5 major depression meds including prozac and nothing!